Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 6549850 300-30-11 - equinoxe preserve stem 11mm. 6582017 320-06-42 - glenosphere 42mm. 6654274 320-15-01 - eq rev glenoid plate. 6490894 320-15-05 - eq rev locking screw. 6644171 320-20-00 - eq reverse torque defining screw kit. S101119 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. S068533 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S082462 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S101233 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S103361 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S076381 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. 6413273 320-42-00 - 145-deg pe 42mm hum liner +0. 6643716 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
\As reported, approximately 4 years and 3 months post the initial left shoulder arthroplasty, the patient complained of pain. It is the rep's understanding that the patient fell. A burr was used to osteotomize the humerus to remove the stem. The humeral adapter tray was broken. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.